Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached explant indicator quicker than expected. Additional information indicated that the device depleting in a manner consistent with low voltage capacitors advisory. The device was set elective replacement indicator (eri) on due to battery capacity. The device hardware was not detecting the loss of battery energy because the battery status indicators were not reflecting the depletion condition and was inaccurate. To date, the device remains implanted. No adverse patient effects were reported.